Event description:
Event description: it was reported that the 20 pole eco cable is cracked at the connector and pieces cracked and completely separated from the cable. Caller stated no issues using the cable during the procedure. Replacement cable requested. It was also reported during the afib/concomitant case, that a perivalvular hematoma was noticed. Caller reported that the physician was preparing to place a watchmen device when the injury occurred. Caller stated they were performing a tee when the injury was discovered. The perivalvular hematoma was confirmed by tee. Caller stated the watchmen device was canceled, and the patient was sent to CT surgery for medical intervention. Caller stated the patient is stable and is currently recovering from surgery. Caller stated ablation had already been completed using a farawave catheter. The only bwi catheters in the body at the time was a soundstar catheter reprocessed by sterilmed (catalog# r10439011 / unknown lot) and a webster cs catheter reprocessed by sterilmed (catalog# rd134304 / unknown lot). Both are not available to return. Caller stated the physician believes the injury was caused by the transseptal puncture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).